Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion aalrm occurred. The customer's blood glucose level ranged from 90-325 mg/dl. Customer changed cartridge and infusion set to address the issue.